Manufacturer narrative:
Received one used list# 146870489 primary plum set, clave port, clave y-site, secure lock, 103 inch, lot# 925185h for evaluation on 9/25/2019. As received, the set was inspected, and the surface of the drip chamber vent cap was found to be partially deformed. The deformation was not found on the complimentary mating surface. The vent material appeared to be in a slightly wetted out condition. No other anomalies were found on the set. Per product specifications, the set was pressure leak tested and no leaks were found. The cap was opened during this test and water was found to be leaking through multiple places in the drip chamber filter. The reported complaint of leaks can be confirmed. The probable cause of the deformation is either material excess during molding (flash) or pinching due to improper alignment during the automated assembly process. The ultimate cause of the leak is a loss of hydrophobic properties of the air filter material due to infusate interactions. A batch record review was performed to lot# 925185h, list# 14687-0489 and no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
On an unspecified date, the event involved leakage of gemzar on the air vent of a plumset. No additional information was provided.